Event description:
During a roux-en-y open gastric bypass for morbid obesity, the ligasure 4200 was used by the bariatric surgeon. The device would not seal the area twice, and surgeon had to oversewn the bleeding areas. Estimated blood loss was 100 ml. Patient did well post-operative without complications and was discharged on post-op three days later.